Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue of the site not healing is unknown; however, the clinician did not state any issue regarding abnormal implant site healing. The cause of the elective explant is related to the patient no longer using the device as they are exploring other treatment options (no fault found with device). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient requested an explant procedure due to additional knee issues unrelated to device. Additionally, the patient stated that the wound had not healed properly. An explant procedure was performed on (B)(6) 2023, without issue.